Event description:
It was reported that a user on day six of ilet use did not announce breakfast properly after consuming more than usual, which led to an incorrect meal size entry and subsequent counseling on meal announcements and how the ilet dosing algorithm relies on user-provided meal size. Symptoms included hyperglycemia peaking at 326 mg/dl. Outcomes included user education and troubleshooting completed with understanding to announce appropriate meal sizes going forward. Investigation included a review of user-reported use and reinforcement of operating instructions regarding meal announcement. Investigation of this case revealed user error related to inaccurate meal size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect input to the system.